Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported ¿error 509¿ issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. Preventative maintenance (pm) was performed at the same time. The system was tested and verified to meet manufacturer¿s specifications. The replaced top cover was returned to ams on (B)(6) 2014.

Event description:
It was reported that the customer received an error code 509. The error code appeared before the start of the procedure. The patient was under anesthesia, surgery was rescheduled.